Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing could not duplicate the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the most probably cause was the expulsor assembly and/or latch lock assembly. The expulsor assembly and latch lock assembly were replaced.

Event description:
It was reported that the nurse changed a new bag 2 hours ago and the pump is alarming that reservoir is empty and not infusing but the bag is still full. There was patient involvement and no patient harm.